Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Product code and lot number of product used. Initial procedure date. Do you have any photos? Do you have any allergies or sensitivities? Were any patch or sensitivity tests performed? Patient most current condition.

Event description:
It was reported that a patient underwent a pacemaker procedure on (B)(6) 2017 and topical skin adhesive was used. Post-operatively the patient developed symptoms of redness, blistering and itching at the site and around the periphery of the skin where the product was applied. The patient removed the bandage and covered the incision with gauze and at follow up the surgeon prescribed topical steroid cream to treat the reaction around the periphery of the incision, but not the incision itself. The patient¿s symptoms improved after two or three weeks of topical treatment. It was reported that the peripheral area reaction has resolved, however there is still discoloration at the incision site. Additional information has been requested.